Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process. After the reset, the caller successfully started their sensor session, and the error did not reoccur.